Event description:
Iab was prepped per procedure. During sheathed insertion, iab became stuck in sheath and could not be advanced any further. Assembly was exchanged. There were no reported patient complications.